Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion, dyspareunia, continued urinary incontinence and frequent urinary tract infections the patient underwent mesh removal on (B)(6) 2007, (B)(6) 2008 and (B)(6) 2008. On (B)(6) 2008 the patient underwent an implantation of obtryx sling. (B)(4). Dyspareunia.

Manufacturer narrative:
(B)(4).